Manufacturer narrative:
(B)(4). Method: actual device evaluated. Result: wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner was previously returned to pentax medical from a customer on (B)(6) 2018. Inspection of the device was performed on (B)(6) 2018 where the quality control inspector found the following: umbilical cable bump at pve side, leak at # 2 remote control button cover, failed wet leak test, bending rubber glue pinhole, failed dry leak test, leak at # 1 remote control button cover, leak at # 4 remote control button cover, insertion tube mild crush at stage 1, suction arm loose. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm was correction, and the unit returned to inventory. Parts replaced: bending rubber remote control button(1)pb_free r.c. Button(2) pb-free r.c. Button (4) pb-free insertion/s-nipple attaching screw o-ring(1.2x3.5) o-ring (1.5x3.4) suction connection tube